Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, the healthcare professional reported a patient experienced the events of ¿moderate pain in both breasts, predominantly on the right side, constantly¿, ¿asymmetric breasts, with increased volume on the right side and pain on palpation in both breasts, predominantly on the right side¿, and ¿right breast implant thickened in its posterior portion with periprosthetic fluid¿. The device has been explanted.

Manufacturer narrative:
The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "pain secretions, inflammation." Patient additionally reported "right implant hurts and extends to fingers on right hand and swelling. Discharge from right breast starting 7 months ago." Physician additionally reported rupture. The device remains implanted.